Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital for an unrelated issue. Intermittent undersensing was observed during the delivery of appropriate therapy. Programming changes were made.